Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a cavitron 25k p-10 insert tip became hot due to insufficient vibration; no injury resulted.

Manufacturer narrative:
Stroke too small. Frequency was found at 23.3 which is below specification (23.5-25.7). Insert was inspected and found a crack in connecting body stack next to tip. Customer usage is unknown. Inserts get inspected 100% for spray pattern and frequency. DHR does not show any issues during manufacturing. Root cause is unknown.